Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, all complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
The consumer stated that her tampon came apart upon removal and pieces of the pledget remained inside of her. She stated this event occurred with two tampons. She was able to remove all of the product on her own. She did not seek medical assistance.